Manufacturer narrative:
Date of death- estimated as the date of death is unknown. Date of event - estimated as the date of event is unknown. Implant date- estimated as the date of implant is unknown.

Event description:
It was reported via social media that a patient death occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. On an unknown date post procedure, the patient died. No further information is known.